Event description:
It was reported that the right ventricular (rv) lead exhibited noisy signals oversensing leading into inappropriate therapy. Subsequently, a lead revision was planned, to implant a new rv lead. Additional information indicated that the lead was surgically abandoned and replaced, and the cause was lead fracture. No additional adverse patient effects were reported.